Event description:
It was reported that several episodes of post-paced t-wave oversensing was observed. Programming changes were made, and no further oversensing was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.